Event description:
It has been reported that the hypotube of the device broke which caused the occlusion balloon to deflate prematurely which resulted in loss of occlusion of the vessel. The physician inserted the occlusion balloon wire into the patient's saphenous vein graft to right coronary artery. The physician inflated the occlusion balloon to 5.5mm to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed that stent delivery catheter and inserted a second stent delivery catheter and successfully placed the stent in the vessel. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated particulate from the vessel. The physician then removed the aspiration catheter and deflated the occlusion balloon. Total occlusion time 7 minutes 10 seconds. The physician repositioned the occlusion balloon wire in the vessel and needed to place a 3rd stent into another lesion. The physician inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and the guide catheter lost support and everything moved backwards 5 to 10mm. The physician tried to remove the stent delivery catheter and felt much resistance and the stent delivery catheter would not come off the system. The physician pulled on it back and forth to try to remove the stent delivery catheter and was finally able to remove the device. The physician inserted the aspiration catheter and was able to remove three 20cc syringes full of particulate. The physician observed the fluoroscope to see of the occlusion balloon was still inflated and a faint image of the balloon was visable. The physician inserted the occlusion balloon wire into the adapter to deflate the balloon and the occlusion balloon hypotube snapped into 2 pieces. The device was removed and the physician injected dye and the vessel was fully occluded. The patient complained of chest pain and started to deteriorate immediately. The physician inserted a 4.0x20 opensail balloon dilitation catheter and reopened the vessel. The physician administered drugs and the patient suffered infarction. The physician inserted a balloon pump and was able to stabilize the patient. The patient was sent for observation.